Event description:
Upon removing the neuron from the packaging, a kink in the distal tip of the catheter was noticed. The physician removed the catheter from the table and took another neuron from their inventory. The procedure went well with no pt adverse events.

Manufacturer narrative:
Technical eval: visual: the product was returned in the hoop. There were kinks at 2, 3, 7 cm. There was a flat section 11-13 cm from the distal tip. Conclusion: the product was damaged during handling / packaging. The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the design history record was completed ((B)(4)). All appropriate inspections were completed. No anomalies were found with lot. This lot was packaged per 1140 rev. B, since that time a new packaging configuration has been implemented to address any packaging issues (current rev is at rev d). Revision b is deemed acceptable, however may require addition care on product removal from card. On the sub-assembly level (part # 0918-02 lot # l11876), all visual and dimensional inspections were completed per process monitoring requirements or 100% inspection were required. In addition, all destructive testing was completed per required process monitoring requirements and met specifications. No anomalies were observed in the manufacturing of this lot. The parts manufactured in this lot (including the sub-assembly lot) met the required criteria and are deemed acceptable.